Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left elbow vein. The 90% stenosed target lesion was located in a shunt in the mildly calcified and moderately tortuous left forearm vein. A 6.0mmx40mmx40cm sterling¿ balloon catheter was advanced for dilatation. However, on the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the physician then performed dilatation with a 6.0-4.0 path-blazer balloon catheter at 18 atmospheres. The stenosis was resolved and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).